Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and perform continuity resistance test. The sensor failed specifications.

Event description:
The customer reported via phone call that her insulin pump inappropriately suspended due to a sensor glucose of 58 mg/dl or 60 mg/dl and a blood glucose of 312 mg/dl. Troubleshooting was initiated for the discrepancy in sensor glucose and blood glucose readings and the causes of the discrepancy were reviewed with the customer. The sensor will be returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and perform continuity resistance test. The sensor failed specifications.